Event description:
Surgery stab phlebectomy, right lower leg and right medial thigh. Used 4-0 monocryl on 3 of 5 incisions. Steri-strips used on thigh. Also used on lower leg was mastisol (adhesive). I showered as told by dr to be ok to allow steri-strips to drop off and sutures to heal. Lower leg began to burn, itch and became a red / purple rash, this continued until I called dr's office and given appointment for (B)(6) 2013. Dr then said incisions were infected -1 severely. He removed the steri-strips and ordered augmentin 875-20 tabs. Take every 12 hrs, leg continued to burn, itch and become red and 1 incision developed a large black scab. On (B)(6) 2013, dr said I had contact dermatitis, also on left leg and thigh where right leg touched. Ordered prednisone 5 mg and benadryl 25 mg every 6 hrs. On (B)(6) 2013, 3 scabs on right lower leg fell off and (B)(6) 2013 left scab fell off. Visit dr. On (B)(6) 2013. He said it will form another scab and heal. As of today (B)(6) 2013 the new scab is still on even after washing leg area daily, sometimes twice. I have had no allergies but now it seems maybe the 4-0 monocryl or mastisol or steri-strips all gave reaction. No pre-test of these products was given before surgery.